Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware of the event. D6: explant date: a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 2000018321 UDI: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge and the entire spinal cord stimulation (scs) system was not providing adequate stimulation. The patient underwent a procedure wherein the ipg and paddle lead were explanted and the explanted devices will not be returned.